Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Event description:
Knee joint swelling [joint swelling]. Joint fluid 35ml aspired [joint effusion]. Uncomfortable feeling [discomfort]. Case description: spontaneous report was received on 26-apr-2012 from a physician regarding a female patient, initials unknown with gonarthrosis. The patient's medical history was significant for previous medical device implantation with suvenyl. On an unspecified date, the patient initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml per week. The lot number of synvisc was not provided. On (B)(6) 2012, after receiving third synvisc injection, the patient had uncomfortable feeling. On (B)(6) 2012, the patient experienced knee joint swelling. On (B)(6) 2012, the patient had 35 ml of joint fluid aspired. Culture test and blood test were performed and triamcinolone was administered for the treatment of knee joint swelling and joint effusion. The action taken with synvisc treatment was not provided. The outcome for the events of knee joint swelling, joint effusion and uncomfortable feeling was not provided. Concomitant medications were not provided. The intensity for the events of knee joint swelling, joint effusion and uncomfortable feeling was not provided. The physician assessed the relationship between synvisc and the event of knee joint swelling as definite. The relationship between synvisc and the events of joint effusion and uncomfortable feeling was not provided by the reporter. The qa (quality assurance) investigation results were received on 27-apr-2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.